Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt rep called back about this issue, and repeated details from the original call saying the stimulation is turning off by itself. Still think this is user error, as they say "it says the controller is off" and I think they mean "stimulation is off". Hhave a suspicion they are turning stim off by accident but cant confirm that. They said they have turned it off and on and reset controller which didn't resolve. During the call they tried to connect wirelessly with implant, and got no device found. They then went to charge ins and it started charging and shows ins is depleted. The next day pt rep called back stating the ins is not depleting. Caller/pt were very confused and stating the ins battery is showing 100% but they were continuing to try to charge the ins. Agent had the pt connect to the ins and per the controller the ins is showing 100% and the controller is showing 80% battery. While on the call, caller confirmed stim is off. Agent had caller turn stim back on. Agent reviewed stim off/on button on the controller. Caller will monitor the ins battery level. Caller states about 3 weeks to a month ago pt had adjustments made to the stimulation. Pt states he used to be able to get up in the morning and the battery level was 40-60% but could not confirm if that was the controller battery level or the ins. Caller will call back if they need additional assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that the battery doesn't seem to be wanting to charge. Caller stated the implant was at 100% for 4 days and had not been charged in 4 days. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powered back on. Caller confirmed the green light was solid on the controller. Caller then connected recharger and confirmed recharging excellent. Caller inserted the battery pack and confirmed controller was 100% and implanted neuro stimulator was 100%; caller added that the stimulation was off and patient reported that they did not know how that happened. Caller asked how to turn the stimulation back on; agent walked caller through turning stimulation back on. Caller stated that the patient was on group c but usually they are on b; caller asked what group the patient should be on and agent reviewed how the mdt rep or doctor would have the specifics of the patients programming. Caller noted that the implant battery was still s howing 100% and that the patient was recharging excellent and that the controller was the only battery that was decreasing. Agent advised the patient to follow up with their doctor about the issue.  The issue was not resolved. Agent redirected the patient to follow up with their managing hcp.